Manufacturer narrative:
Additional review determined that there is no evidence of mold or bacterial growth on the canopy seals. The material was noted during cleaning and was the accumulation of lint and cleaning solution residue. There was no reportable malfunction.

Event description:
It was reported that there was contamination of canopy seals. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.